Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and had their implantable cardioverter defibrillator (ICD) removed. As well, the patient had an antibacterial absorbable envelope implanted. No further patient complications have been reported as a result of this event.